Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Pending additional information from the reporter, the connector type is assumed to be a taper ii and the manufacture site has been defaulted to bioenterics. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. In addition, the reporter ahs bene asked to indicate the serial number and implant date. To this date, no such information has been received by allergan. Allergan has not received the product. Therefore no analysis or testing has been done. Allergan medical is not reporting this event because of a product problem, but possible surgical complications. All information provided by the reporter has been reviewed by the appropriate medical professionals and this report was initiated. See additional information: device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract".

Event description:
Study data reported: "erosion".